Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and a suspected fracture. The patient reported that the device was not functioning properly, including difficulty with deflation, inadequate rigidity, and inability to inflate. Ultrasound evaluation revealed an aneurysm in the left cylinder of the prosthesis, with blood flow noted in the dorsal artery, loss of axial rigidity, and cylinders present within the corpora cavernosa. The device remains implanted, and surgical intervention is planned for reconstruction of the corpora cavernosa and device replacement. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a batch/lot number: 0178832002. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and a suspected fracture. The patient reported that the device was not functioning properly, including difficulty with deflation, inadequate rigidity, and inability to inflate. Ultrasound evaluation revealed an aneurysm in the left cylinder of the prosthesis, with blood flow noted in the dorsal artery, loss of axial rigidity, and cylinders present within the corpora cavernosa. The device remains implanted, and surgical intervention is planned for reconstruction of the corpora cavernosa and device replacement. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720182-01,batch/lot number: 0178832002,model/catalog description: reservoir,unique identifier (UDI) # (B)(4).correction to field b1: adverse event/product problem.the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of pain, tissue damage, therapeutical response, altered (cylinder aneurysm), difficult to deflate, difficult to inflate and mechanical failure were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.